Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose was 17.3 mmol(meter) and 14.2 mmol(lab) within 10 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.